Manufacturer narrative:
The device has been received. Investigation is pending. E1 initial reporter address: (B)(6).

Event description:
The event occurred on an unspecifed date and involved a plum 360¿ infuser. The report stated that the device just got back from repair but is not working. When the unit is plugged into the alternate current (ac) outlet the unit will not run the test, background flashes, beeps and turns itself off and then back on. The pump then displays replace pump if continues. It was further stated that in battery mode it runs properly for a while then starts powering itself on and off on its own. With the unit sitting on a desk, it powers itself off and on continuedly. There was unknown patient involvement, unknown patient harm reported and unknown delay in therapy.

Manufacturer narrative:
The device was received for evaluation. Self-test failed with the alarming and beep with on and off. Visual inspection performed and passed. The customer complaint was confirmed that the device did not work at first, alarmed e437 message and audio alarmed with on and off message. The probable cause is faulty cpu pwa board.